Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery out limit and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alerted battery out limit even after changing the battery. The customer stated that he received an off no power alarm from the pump. The customer stated that he did not receive a low battery alert prior to the off no power alert. The customer was advised to monitor the pump and call back if problems persist.